Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent was partly damaged. Stent strut rows 10 to 19 (counting from proximal towards distal end) were deformed and lifted from the stent, consistent with the stent meeting a resistance or an obstruction during an attempt to cross a lesion. Crimp markings were evident on balloon wall exposed by lifted stent struts indicating correct crimping of stent to the balloon prior to the complaint incident. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and the result is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks, consistent with device manipulation and the application of excessive force while attempting to cross a calcified and tortuous lesion. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found damage to the tip consistent with coming in contact with and trying to cross a lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 25-jan-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and highly calcified left circumflex (lcx) artery. After a non-bsc guidewire crossed the lesion, predilation was performed with a non-bsc balloon catheter. A 38x3.00mm promus premier¿ drug eluting stent was then advanced but the device was unable to cross the lesion. The device was removed and dilatation was performed again at high pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.